Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital would not allow for the return of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance and the ruby coil would not advance; therefore, the physician decided to remove it. However, upon retraction, the ruby coil unintentionally detached from the pusher assembly inside the microcatheter. The microcatheter was then removed with the detached ruby coil inside, and the coil was flushed out. The microcatheter was re-inserted into the patient¿s body and the procedure was completed using four additional ruby coils. There was no report of an adverse effect to the patient.